Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: a review of the black box and pump histories did not find any activity related to the complaint. The pump powered on normally and did not draw excessive current. No overheating was duplicated during investigation. There was evidence of corrosion in the battery compartment and moisture damage on the printed circuit board. Leak testing revealed a battery compartment leak and a casing leak.